Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot complete testing) has been confirmed. Upon investigation pin 10 inside the trunk cable connector was bent, causing the electrode belt to be unable to connect to a monitor. The root cause for the damaged connector pin was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt failed incoming functionality testing.